Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the c arm movement issue. Upon functional testing, fse reviewed the logs file and found the power supply had no output and confirmed the power supply defect. To resolve the issue fse replaced the power supply. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.